Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a pyxis was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all pyxis devices were not communicating due to one device causing the issue. The technical support specialist (tss) connected to the server and checked the data sync logs. The tss attached knowledge article and confirmed with the customer that issue was resolved. The system functioned as intended after the technical support specialist assessed the device. E1 - initial reporter facility name: (B)(6) hospital.